Manufacturer narrative:
Final device analysis revealed the pump's gears seized due to bridging residue.

Event description:
The pt reported having "no therapy" since 2006. At that time, the low battery alarm was disabled. A couple months later, the hcp explanted and replaced the pt's pump after 53 months implant duration. The reason for the removal was "battery depletion". The drug contained in the pt's pump was morphine sulfate.